Manufacturer narrative:
(B)(4). No sample is being returned for evaluation. The lot number was not provided; therefore a batch review cannot be conducted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a check lines and bags alarm that appeared on the home choice (hc) during prime. (B)(4) had the home patient (hp) push in and turn the spikes on the bags, slide the tubing line clamps down the lines, pull up and down on the lines near the door, and check the lines for kinks, but the alarm repeated. (B)(4) had the hp flip the heater bag over. The hp was using old drain line extensions, so (B)(4) had the hp disconnect the drain extension lines, but the alarm repeated. (B)(4) advised the hp would need to start over with new supplies. The hp stated she had not done therapy in a week due to not being able to clear the check lines and bags alarms all week. The peritoneal dialysis registered nurse (pdrn) was aware of the missed therapy and the hp was going to see the pdrn the next day. The hp was not sure which line was the drain line at first and sounded confused. (B)(4) assisted the hp to end therapy and (B)(4) advised the hp to call back when the new supplies were ready for assistance with setup. Baxter (B)(4) spoke with the pd rn on (B)(6) 2010, who stated the hp was now doing hemodialysis because the hp's protein was low and when they went to her house, she had been connecting "all wrong." No additional information was available on the supplies used at the time of the alarm.